Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultralink meter read inaccurately high compared to her feelings and/or normal readings. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that on (B)(6) 2013 at 7:16 pm she obtained high blood glucose readings of ¿346 and 289 mg/dl¿ with the subject meter. In response to the elevated results, the patient stated she administered 7.6 units of humalog insulin. Approximately 8 hours later, on (B)(6) 2013 at 3:00 am, the patient reported feeling ¿sweaty, shaky, tired, heart racing¿ and developed a headache. At onset of symptoms, the patient stated her blood glucose was tested with another device and obtained a result of ¿38 mg/dl¿. The patient reported treating self with food and/or drink later that morning. At the time of troubleshooting, the csr discovered that the patient was using test strips that were either opened past their discard date or stored improperly. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of severe hypoglycemia after obtaining alleged inaccurate high readings with the subject meter.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.